Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: visual analysis of the photographs identified: red tissue. Red and yellow particle material on the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Initial reporter: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Physician reported seroma, diagnosed by MRI / CT. The device was explanted and replaced with a non-allergan device. Left side.